Event description:
Reportedly, decreasing lead impedances, noise on leads. Atrial lead has been switched off. V lead will probably be programmed to unipolar because of decreasing impedances. Both leads will most probably be explanted in another hospital. Leads were implanted in (B)(6) 2020.

Manufacturer narrative:
Summary of the investigation: devices history reports (DHR) analysis show that the leads related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Low ventricular and atrial impedance values were recorded in the device memories. It has been noted that in some recorded episodes, there is an absence of the atrial spikes in the atrial channel. Almost all episodes recorded in the device memory since on (B)(6) 2024 showed oversensing and non-physiological signals (noise/artifacts) on atrial channel and oversensing on the ventricular channel. The origin of these non-physiological signals and noise/artifacts and oversensing are unknown. Based on available data the issue could be located at lead(s) level but cannot be confirmed with certainty, since the leads are still implanted. A careful monitoring of the ventricular and atrial leads integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, decreasing lead impedances, noise on leads. Atrial lead has been switched off. V lead will probably be programmed to unipolar because of decreasing impedances. Both leads will most probability be explanted in another hospital. Leads were implanted on (B)(6) 2020.